Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). [Diabetic ketoacidosis]. Case description: medical device info: class iia. This spontaneous case from the another country was reported by a pharmacist as "diabetic ketoacidosis" and concerns an elderly female pt (exact age unk) treated with novofine 8mm (30g) autocover (device therapy) from and to unk dates for diabetes mellitus. The pt was switched from normal novofine needles to autocover; possibly by accident. The pt presented at "itu" with diabetic ketoacidosis probably due to failure to inject because she had not been trained in how to use the needles. There was no info on which insulin was being used. The outcome was reported a sunk. Reporter's causality: unk. Novo nordisk's causality: reportable. Comment: company comment: this is an initial report and follow-up is pending. Comment: reporter's alternative etiology: not reported.